Event description:
The following description was provided by the healthcare facility. "On two occasions, two no. 10 carbon sterile blades broke whilst performing a total knee replacements". "There has been no adverse reaction and no injury has resulted from this incident

Manufacturer narrative:
Thank you for informing us of your customer complaint. Reading through the report, we can see that on two occasions, two carbon sterile sm10blades have broken during a total knee replacement. With these four blades breaking during a surgical procedure, they do fall into the category of an adverse incident and, as such, must be reported to the relevant competent authorities. Unfortunately, it does state that sample blades are not available for us to test. Without the broken blades in question or samples from the same shelf box or lot number, we are unable to perform the relevant tests to establish if these blades have been manufactured to the surgical blade standard bs 2982, of which we claim compliance. With you providing us with the lot number, we have been able to use this to check our in-process records, where we can inform you from a department level that we have had no deviations or problems that we can connect to this complaint. We can also inform you that, to the best of our knowledge, we have received no further complaints of this nature, of which (B)(4) carbon sterile sm10blades were produced and sold on this lot number. We hope you will understand that it is difficult for us to comment further because we have not received sample blades to test. If sample blades were to become available and returned, we would be able to perform the relevant tests, conclude this investigation, and issue you with a follow-up report. If we can be of any further assistance, please do not hesitate to contact us. We have been unable to establish the root cause of this broken blade complaint, as we have not received the blades in question or sample blades for testing. No corrective action can be implemented as we have been unable to establish the root cause due to not receiving sample blades for testing. No preventive action can be implemented as we have been unable to establish the root cause due to not receiving sample blades for testing. Please note the date of manufacture was unable to be entered, however as the healthcare facility provided a lot number, we were able to identify that the product was manufactured in april 2025 and as such has an expiry date of 30th april 2030.